Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The physician found that a stent kinking when he stretched it. He used another new device (detail unknown). Does the complaint relate to:device placement/device removal/observation prior to patient contact during preparation. 2 what was the target location for the stent? Bile duct. 3 please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. It was stored vertically on the shelf. 5 was the wire guide lubricated prior to use? Yes 6 was the device at the centre of the complaint inspected for damage prior to use? Yes 7 was the wire guide inspected for damage prior to use? Yes 8 were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Unknown. 9 if yes please indicate the procedure performed. 10 did the patient involved exhibit altered anatomy or tortuous anatomy? Unknown 11 if not with the device in question, how was the procedure finished? Another new device was used. 12 did the patient require any additional procedures as a result of this event? No 15 were any other defects observed on the device prior to return (other than the reported complaint issue)? Unknown. 16 was a straightener used to straighten the stent? Yes 17 (if any damages were confirmed prior to use) was the package damaged? No

Manufacturer narrative:
Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Device evaluation: 1 unit of zebd-7-10 of lot number c2251763 device was returned for evaluation opened not in its original packaging. The device related to this occurrence underwent a laboratory evaluation on the (B)(6) 2025. On evaluation of the devices the following observations were made: visual inspection: stent returned with pigtail straightener in correct orientation. Catheter also returned. Kink observed on the 4th porthole of the tapered end pigtail curl. Functional inspection: 0.035 inch wire guide does not pass the kink. The reported failure was observed. Document review: prior to distribution zebd-7-10 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. Manufacturing records review: a review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label the japanese packaging insert (c-es0202m18) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. The japanese packaging insert (c-es0202m18) states: "remove this product from the package and inspect with particular attention to bends, kinks and breaks". It also states," choose a wire guide with outer diameter 0.035 inch (0.89mm) for use with this product¿. There is evidence to suggest the user did not follow the IFU/label. Image review an image was not returned for evaluation. Root cause review: a definitive root cause of use error was established. From the information available, it is known that an incorrect size wire guide was used with the device. The product labelling instructs the user to use a 0.035¿ wire guide. All design testing has been completed using a 0.035¿ wire guide. Therefore, using an alternative size of wire guide has not been tested and may result in kinking at the 4th porthole of the tapered end pigtail curl of the stent. Corrective actions: CAPA-00022 (B)(4) has been opened to address the use of 0.025¿ wire guide instead of 0.035¿ wire guide documented on the label. Summary: complaint is confirmed based on visual and /or functional inspection. Confirmed qty of devices: 01 prior to use. According to the information provided, the patient did not experience any adverse effects due to this occurrence as it occurred prior to use. Investigation findings conclude a definitive root cause can be attributed to use error - an incorrect size wire guide used with the device.

Event description:
A supplemental report is being submitted due to completion of the investigation on (B)(6) 2025.